Manufacturer narrative:
Title: managing heart block after transcatheter aortic valve implantation: from monitoring to device selection and pacemaker indications citation: euro-intervention (2015) (doi 10.4244/eijv11swa30) authors: marina urena, md and josep rodes-cabau, md earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the management of heart block in patients who had received a medtronic or non medtronic transcatheter bioprosthetic aortic valve. All data were collected from multiple articles between 2013 and 2015. Serial numbers were not provided. Overall, the rate of new-onset left bundle branch block (lbbb) post implant was 27% (ranging from 4-57%) and the rate of permanent pacemaker (ppm) implantation 17% (from 2-51%). Among all patients implanted with a corevalve, adverse events included: new onset left bundle branch block (lbbb) after 48% of the implants and permanent pacemaker after 28% of the implants. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.